Manufacturer narrative:
(B)(4)

Event description:
The customer reported that cap proficiency test for the dat b survey on sample # 6 failed to react positively with anti-human globulin anti-igg, -c3d, polyspecific art. No. (B)(4), lot 7913070-02. The customer has sent us the survey sample and the complained anti-human globulin (ahg). Both were tested in the quality control laboratory. The dat survey 06 sample reacted correctly positive with the complained lot of anti-human globulin anti-igg, -c3d, polyspecific.